Event description:
It was reported that during an egr (endoscopic gastroc release) procedure, the package was opened and tested (and operated as intended) prior to implantation into the surgical site. During the procedure, gastroc release was performed and when it was time to retract the blade back and check for any crossing fibers (and complete release) the blade did not retreat. There was no injury to the pt.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported information.